Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the left anterior descending artery. Post rotational atherectomy, a 2.25 x 24 synergy ii drug-eluting stent was selected for use and while advancing/inserting, the shaft broke. The procedure was completed with a different device. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
Describe event or problem, device avail. For eval, returned to MFR. On, device lot number, device expiration date, patient codes, device returned to MFR., device evaluated by MFR., eval summary attached, device manufactured date, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: synergy ii us mr 2.25 x 24mm stent delivery system was returned for analysis. A visual examination of the crimped stent found no issues. There were no signs of damage, lifting or stretching of the stent struts. The crimped stent outer diameter was measured and the result was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device revealed a hypotube break at approximately 870mm distal to the distal end of the strain relief. There were also multiple hypotube kinks noted. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage. The tip was visually and microscopically examined and no issues were noted. No other issues were identified during the product analysis. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was further reported that the shaft broke outside of the patient's body.